Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated during the investigation; however, the review of the black box data showed multiple unexplained power reboots in the pump history. The battery cap and cartridge cap were not returned for testing; investigation was performed with test caps. The test battery cap was able to fully tighten. The pump was exercised with a test battery cap for 24 hours with no power interruptions or call service alarm occurrences. Upon removal of the pump case, there was no evidence of internal moisture or any loose components. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. In addition, the pump case was cracked in two places.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.